Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 27mm epic max valve were implanted in the patient. During the first hours, after admission to the intensive care unit, the patient presented with motor dysphasia. A stroke protocol was activated. The computed tomography (CT) reveled acute/sub acute ischemic lesions in the territory of the left middle cerebral artery as well as sub occlusive calcium embolus in the mm2 segment of the left middle cerebral artery. The patient was not considered a candidate for urgent revascularization and progressively recovering.